Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented stemmed tibial component left size e catalog #: 42532007101 lot #: 66281427, persona cruciate retaining narrow porous femoral component catalog #: 42502206601 lot #: 65932218, persona medial congruent articular surface left 12mm catalog #: 42512100812 lot #: 66033308, persona cemented all-poly patella catalog #: 42540200032 lot #: 66148145. G2 - report source - foreign: event occurred in australia. H6 - component code - proposed code is mechanical (g04) stem. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening approximately one (1) year post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.